Manufacturer narrative:
A ge service representative performed an onsite investigation, sent the logs for analysis and believed there was a communication error. However, a manufacturer's engineer is needed to complete the evaluation and repair. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system was performing fluoroscopy, however, there was no image displayed on the screen which may be because of a communication error. No patient injury was reported.